Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the device would not power on while the third party usb data cable was plugged into the device's system connector. When the third party usb data cable was removed, the device powered on as expected. Physio-control then installed a new third party usb data cable from the customer's inventory and normal device operation was observed. The device was then returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.